Manufacturer narrative:
Customer reported that upon user initiated reboot of the medstation es device there was a spark from the back of the device. The user unplugged the device as a precaution and no harm was reported. The event is captured in complaint file (B)(4). A field service technician went onsite and determined there was no longer power to the station. Upon visual inspection the technician discovered that the power cable had become damaged by the seismic anchor. The customer explained that they station had been pulled out to check a drawer and upon moving it back, the power cord was caught and cut by seismic anchor mounts. The technician replaced the power cable and also placed service loops with the cable to hold them in place. No other issues were identified.

Event description:
Customer reported that upon user initiated reboot of the medstation es device there was a spark from the back of the device. The user unplugged the device as a precaution and no harm was reported. The event is captured in complaint file (B)(4).